Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had moderate tortuosity. During the procedure there was difficulty optimally positioning the valve. The valve was re-sheathed four times, and the valve was attempted to be deployed five times. The valve capsule became flared and the delivery system was unable to advance through the annulus. The valve and delivery system were removed from the patient and replaced with a new 25mm navitor vision valve and small flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had moderate tortuosity. During the procedure there was difficulty optimally positioning the valve. The valve was re-sheathed four times, and the valve was attempted to be deployed five times. The valve capsule became flared and the delivery system was unable to advance through the annulus. The valve and delivery system were removed from the patient and replaced with a new 25mm navitor vision valve and small flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of difficulty advancing delivery system through the annulus and material deformation (flared valve capsule) was reported. Information from field indicated that the patient had moderate tortuosity. The valve was re-sheathed four times and the valve was attempted to be deployed five times. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported advancement difficulty and material deformation is possibly related to procedural condition (multiple recaptures). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.